Event description:
It was reported that the previously working remote monitor had failed to transmit automatically. When the patient tried to send a manual transmission, the remote monitor failed to power on when the start button was pressed. The power button was lit, but no additional indicator lights came on and no transmission was initiated. The patient unplugged and reconnected the power cord, with no success. Return of the monitor is pending. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.